Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to altered state of consciousness. The pulse generator exhibited loss of capture due to backup vvi mode. No additional information was available. No intervention had been reported.